Manufacturer narrative:
Device evaluated by MFR. (Updated): further review of the dissected ring electrodes and distal tip did not determine a point of entry for the bodily fluid observed on the inside of the device. The seals around the rings and the distal tip were observed to be in an acceptable condition. (B)(4).

Event description:
Reportable based on analysis completed august 7th, 2017. It was reported that during a pulmonary vein isolation ablation procedure, the intellatip mifi¿ oi temperature ablation catheter lost temperature during ablation and ablation was no longer possible. Another intellatip mif oi catheter was used to complete the procedure successfully. There were no patient complications and the patient was in stable condition. However, returned device analysis revealed body fluid ingress under ring 2 and ring 3, and in the interior of the shaft.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis after decontamination; the upn and lot number match those provided by the customer. An ablation test was performed which found a temp out of range error was displayed after 3-4 seconds of ablation. The error code was repeatable and the temperature readings were ¿lo¿ on the generator. The impedance of the thermocouple was within specification while the tip was immersed in the bath. The electrical tests were repeated on the bench and found that the impedance of the thermocouple was still within specifications. However, the measurements between the thermocouple and the tip and ring 3 were not steady did not remain at any one reading. Manipulation of the shafts, the connector, curving the device to the right and to the left did not appear to affect the measurement between the thermocouple and either the tip and ring 3. A small amount of body fluid was identified under ring 2 and ring 3 and in the interior of the shaft. Two holes were present in the irrigation tubing. There appeared to be an imprint of a wire over the two holes; the location indicates that the ring 1 wire is most likely to have left the imprint. Microscopic examination of the ring 1 wire found the wire insulation is rough in the area that corresponds to the irrigation hole tubing. The interior of the shaft tubing has what appear to be dried saline crystals; the concentration of crystals increases moving from the tip toward the butt bond. The thermocouple measurement is within specification however the measurement between the thermocouple and the other pins still widely vary. It should be noted that the measurements between the other pins also vary significantly. The plug was examined and it was verified that the thermocouple wires were soldered to the correct pins. The device was connected to a maestro 4000 generator and the temperature displayed was 23c which is what was expected. The tip of the catheter was held and the displayed temperature increased to 27c and then decreased to 25c when released, which is also expected. This indicates that the thermocouple is functioning. The introduction of saline through the holes in the irrigation lumens during ablation likely caused a partially conductive pathway to form near points of compromised irrigation. Further investigation provided evidence that the holes were likely created by a small metallic applicator tip used to apply adhesive in the same general area. This indicates that the holes were likely generated during the manufacturing/assembly process. The holes likely resulted in latent leakage issues (potentially aggravated during actuation or delivery of rf energy in the field) resulting in the described failures. A device history record review was performed and no deviation was found. The root cause has been determined to be manufacturing related.(B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2017. It was reported that during a pulmonary vein isolation ablation procedure, the intellatip mifi¿ oi temperature ablation catheter lost temperature during ablation and ablation was no longer possible. Another intellatip mif oi catheter was used to complete the procedure successfully. There were no patient complications and the patient was in stable condition. However, returned device analysis revealed body fluid ingress under ring 2 and ring 3, and in the interior of the shaft.